Event description:
Complainant alleged that while attempting to defibrillate patient (age & gender unknown) the device displayed "paddles default" and "paddles not connected" messages. Complainant indicated that the clinician used the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.